Event description:
It was reported the bronchovideoscope image was missing and had blackout during installation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive had chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical related failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the adhesive was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: an electrical related failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.